Event description:
The manufacturer representative reported the leads were retrieved due to a loss of stimulation therapy. Product inspection at follow-up detected high impedance readings that measured greater than 3600 ohms in all electrodes. The unit had been placed in (B)(6) 2008. The product was replaced on (B)(6) 2006 after approximately one year implant duration and was returned to the manufacturer for analysis. See MFR report number 2649622-2007-00873.

Manufacturer narrative:
(B)(4). Final device analysis results revealed all four conductor wires are broken 17.5-cm from the distal end of the lead. Product inspection show the distal end and proximal connector are intact and undamaged. The device outer insulation is wrinkled, as received. Product service life was approximately 1 year. Device analysis confirms the reason for return.